Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was at 65% and shortly after the customer received a low power alert. Following the low power alert, a malfunction alarm occurred. Customer reported blood glucose level was 90-180 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.